Event description:
It was reported that during the spinal cord stimulation (scs) surgical trial, the octad adapter showed high resistance values, resulting in an abnormal resistance reading. Repeatedly wiping and reconnecting each connection point, as well as remeasuring the resistance values, did not resolve the high resistance abnormality. Measuring the resistance of the lead alone yielded normal values, leading to the suspicion that the octad adapter was faulty. The issue did not improve, so a new adapter was used the cause was unknown, but it is believed to be an abnormal resistance specific to the octad adapter. The issue was noted to not be resolved at the time of report. The device was noted to be never implanted and device return was requested. Additional information was received stating the cause of the high resistance values with the adapter seems to be an abnormality in the resistance value specific to the octad adapter. The rep was now requesting for device return.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(6), ubd: 10-oct-2027, UDI#: (B)(4) g2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: please note h6 codes b17 and c20 no longer apply to this report. H3. The returned extension (serial # (B)(6)) passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.